Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray that has also fallen into varus at the cement to implant interface. Patient has a bmi of 50. The tibial tray came out with no effort and had no cement on its backside. The femur and patella were well fixed and retained. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.